Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, during a clinical procedure the user attempted to perform a second rotational scan, but the scan did not start. A philips remote service engineer (rse) evaluated the system remotely. Log file analysis confirmed that after exposure stopped, the procedure was reselected on the system. This made it necessary to first move the stand to the end position and start position, as required before performing rotational scans. The customer was informed of this workflow requirement, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The issue resulted from attempting a rotational scan without performing a start/end positioning first. There was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device would not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.